Event description:
Caller reported a malfunction on a pump following a battery recharge, which occurred about 10 minutes after the pump was plugged in. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was given instructions to continue using the pump and to call back if the issue happens again. The customer decided not to resume insulin immediately as a new cartridge needed to be filled and loaded.